Event description:
Materials: 305198 batch#: 4116658 I am reaching out from (B)(6), I . They have some of each received a complaint from one of our areas that use bd's sterile needles, item that appear to be discolored. I have attached pictures of the items - please let us know next steps.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported the needles appeared to be discolored. To aid in the investigation, one sample in a sealed packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the plastic shield has three brown embedded specks. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if the purge of the previous color resin was not enough to remove all the residues. A device history record review was completed for provided material number 305198, lot 4116658. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. No patient impact.